Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The root cause was a faulty printed wire assembly (pwa) board, which led to the syringe sensor failing to recognize the drive rod. Replacing the pwa board resolved the issue. After the repair, the device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was stuck on the default screen. Found during testing, there was no patient involvement.